Event description:
It was reported that the customer experienced product dissatisfaction due to pulsavac plus tip falling off and spraying room staff during a procedure. It was also reported that the operating room lights directly above the surgical site were splashed with the irrigation fluid and presented a potential risk to the pt if the fluid were to drip back into the pt. Sales representative confirmed that this event did not occur. At the time the tip became detached and sprayed the room, it was reported that all room staff was wearing proper personal protective equipment; however, fluid exposure made direct skin contact on the neck and/or ear of staff. There was no report of employee seeking a health follow up at this time. This incident occurred multiple times, however there was no specific quantity identified.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation and the lot number was not provided therefore the device history record could not be reviewed. The cause of the complaint could not be determined.